Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated that she has been running high blood glucose and she decided to go to the hospital. Troubleshooting was done. Customer's blood glucose was 234 mg/dl. The customer's blood glucose at the time of the hospitalization was 269 mg/dl. Customer took numerous boluses with her insulin pump. Customer was wearing the insulin pump at the time of hospitalization. It was found during troubleshoot that there was one air bubble near the tubing. Performed high pressure test and test passed. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.